Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis inside a guide catheter. A visual examination of the crimped stent found stent struts along the majority of the stent were damaged & lifted upwards from the stent profile and stretched proximally out over the proximal marker band. The damage evident to the proximal portion is consistent with the stent encountering resistance when advancing the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 09-jan-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the non tortuous and mildly calcified right coronary artery (rca). After predilatation was performed, the 3.50x16mm promus element ¿ drug eluting sent was advanced to treat the lesion, however, the device was unable to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patients' status was stable. However, returned device analysis revealed a stent damage.